Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of initial report: 2017-06-12. The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, there was no tissue coagulation when the device was activated. When the device was used to cut, light bleeding was noted. No patient injury resulted, and another device of the same type was used to continue the procedure.